Event description:
This lead was explanted due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Additional information received: fracture was suspected cause of reported noise. Lead was capped and remains in the patient.

Manufacturer narrative:
Additional information received: fracture was suspected cause of reported noise. Lead was capped and remains in the patient. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.